Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide. Model: pdm-int2-d001-mm. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours on the arm. When removed from the infusion site, the pod's cannula was found bent. As treatment for the hyperglycemia, a new pod was activated.